Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective air-controller. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the flow rate of a s5 gas blender system does not match the entered flow rate. The reported issue was identified during procedure. There was no report of patient injury.

Event description:
See initial

Manufacturer narrative:
H.10: the complained gas blender has been requested by livanova deutschland for further investigation. The reported error could be confirmed. Deviations of the actual and set values have been detected on air and co2 side. Investigation results revealed that several components could had contributed to the error: measurement bridges for co2 /air and the mass flow controllers for co2 / air. The replacement of these parts could solve the failure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.